Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. Additionally, the customer experienced blood glucose (bg) of 40 mg/dl which was addressed with consumption of food. Cause for bg was unknown. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.